Event description:
It was reported that during an unknown procedure, the device clips closed at the tip only, clips crossed over and the applicator jammed for a while. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.